Event description:
It was reported that the patient was dissatisfied with their inflatable penile prosthesis (ipp). The patient expressed that they had lost 2 inches as a result of having the implant. Additional details were not provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.